Manufacturer narrative:
(B)(4).

Event description:
The customer initially reported that their device was showing a charge-pak icon indicating the device needed the charge-pak replaced. After an evaluation of the device by physio-control, it was observed that the device had internal electrical leakage which was depleting the internal hlc batteries. Upon observation, the device would also not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly.